Event description:
It was reported that the device sterility was compromised. A 2.25 x 16mm synergy xd drug-eluting stent was selected for treatment. During the preparation, the package inside the box was already partially opened, compromising the sterility of the complaint devices due to a visible tear or hole in the inner packages and the inner pouch not being intact. The procedure was completed another 2.25x16mm synergy xd device. No patient complications were reported.

Event description:
It was reported that the device sterility was compromised. A 2.25 x 16mm synergy xd drug-eluting stent was selected for treatment. During the preparation, the package inside the box was already partially opened, compromising the sterility of the complaint devices due to a visible tear or hole in the inner packages and the inner pouch not being intact. The procedure was completed another 2.25x16mm synergy xd device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 2.25 x 16mm, was returned for analysis. A visual and tactile inspection of the packaging identified box packaging and inner pouch (with the device inside in its coiled hoop) was received with all the packaging opened. The closure strip was opened on the outer box and the inner pouch was torn open. An examination of the outer box noted a crease mark running down one side of the box and the corner of the box was frayed. No damage was noted to the inner pouch, apart from the fact that it had been opened. The device was removed from its protective hoop. A visual and tactile examination identified no kinks or damages along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified no damages. The stent protector was removed in order to inspect the balloon and crimped stent. No damages were observed to the balloon and stent.